Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 4.8 mmol, 15.8 mmol. Tests were done within 20 minutes with a difference of 95%. Patient did not experience any adverse events. No further information has been reported.